Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no excessive no delivery alarm and no motor error alarm. The motor passed the motor test. The insulin pump had scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. There was no motor position encoder error alarm on the alarm history screen. The drive support disk was inspected and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 30 mmol/l. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the device was cracked but never dropped. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.